Event description:
Smith and nephew ablation wand malfunctioned while in use during the surgery. It was working normally initially, but then mid-way through the procedure, ablation energy was being delivered through only the very top electrode at the tip of the wand and not the other two lower electrodes. This could be clearly seen on the arthroscopic video monitor, and the ablation performance of the tool was significantly reduced. The device was removed from the field and saved with original packaging, and a new device was opened and the surgery resumed without further issue from the new device.